Event description:
It was reported that no disposable alarm occurred. The user was assisted with general troubleshooting and was able to get infusion to run without further alarm. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No product information has been provided to date.

Manufacturer narrative:
H6: event problem and evaluation codes: updates not required. H10: device evaluation: the device was not returned for investigation, so no visual inspection and functional test were performed. Because no product was returned, the investigator was unable to confirm the reported complaint. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.no lot number was provided; therefore, device history record review could not be completed., corrected data: h4: correction: device manufacturing date: should be blank - no lot number was provided for the cassette.